Manufacturer narrative:
H6: one 7207678 sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. It was confirmed to be an 8mm product. Approximately 2mm of distal thread was missing. That section was not returned. The remaining tip edge was compressed and had a hairline fracture. The edges were compressed. The star hex was intact. Physical condition indicated difficulty with attempted use and indicated torque and pressure was a factor. Adherence to the instructions for use prep and use is essential for optimum success of the product. The instructions for use for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions prior to use. Excessive force should not be placed on the delivery instrument.¿ interference style screw same size thread to tunnel achieves best surface contact. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during an acl procedure, the tip of the screw broke upon introduction to tibial tunnel, the screw was applied with biorci screwdriver with 1.5mm guidewire. The broken tip was removed from the patient with forceps. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.